Event description:
Sales rep reported the patient had an extremely collapsed disc space. During insertion, the leopard cage broke in half, causing a dural tear which the rep estimated took an additional 30 minutes to repair. The half of the cage that was already impacted into the disc space remains in the patient. According to the surgeon, the patient is doing fine.

Manufacturer narrative:
No conclusions can be made at this time. Review of the device history record cannot be performed as the lot code is unknown. The most likely cause of the event is atypical force placed on the cage during insertion. This type of event is not unanticipated and the instructions-for-use (IFU) supplied with the device warns against the use of atypical force. Device not returned.

Manufacturer narrative:
(B)(4). Examination was performed on the half of the cage that was removed from the patient. Visual examination found breakage occurred in a side chamber with the I-beam still intact. The lot code is illegible due to the presence of gouges obliterating the information. As a result, review of the lot history records could not be performed. No conclusions can be made at this time. The most likely cause of the event is atypical force placed on the cage during insertion. This type of event is not unanticipated and the instructions-for-use (IFU) supplied with the device warns against the use of atypical force.